Event description:
The customer reported being hospitalized due to high blood glucose. The customer stated that the belt clip was broken. The customer stated that the quick serter was not working properly, and it was sticking to the quick serter device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. MFR report 1 of 3, medwatch report # 3004209178-2011-84033. MFR report 3 of 3, medwatch report # 2032227-2011-03099.